Manufacturer narrative:
(B)(4).

Event description:
The following stimulation condition was reported: the caller reports an overstimulation sensation. Caller reports that the trial was great but since it has been in he feels like he is "grabbing an electric fence". Patient reported having difficulty sleeping ¿with it on.¿

Event description:
It was reported that a patient had an overstimulation sensation. The reporter stated that stimulation during the trial was "great" but with the permanent device the patient felt like he was "grabbing an electric fence." It was noted that the patient had an appointment with his healthcare provider on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).